Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported medical event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood (bg) glucose level rose to 25 mmol/l, 450 mg/dl between 5 and 24 hours of wearing the pod. The reporter stated that there was an adhesion issue with the pod, and the patient was feeling unwell for a few days. The symptoms included nausea, vomiting, thirst, and frequent urination. The patient¿s bg levels were going up and down, and ketones rose to 4.9. On (B)(6) 2025, the patient went to the pediatric access unit where they stayed for 8 hours. The patient was diagnosed with high ketones and high bg levels. As treatment the patient was prescribed medication for nausea, 2 correction doses of 10 insulin via pen, and intravenous fluids. The pod was removed while at the hospital and the doctor replaced it with a new pod. The patient was discharged that same day.